Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to fracture. A right atrial (ra), left ventricular (lv), and a capped rv lead were present in the patient, but not targeted for extraction. A spectranetics lld lead locking device (lld) was inserted into the lead to provide traction. Beginning with a spectranetics 11f tightrail rotating dilator sheath, some resistance was encountered; therefore, a cook medical introducer sheath was used. The lead came free from the wall of the rv and a merit medical en snare device was used to reposition the lead to improve alignment and traction. Further resistance was met at the coil of the lead, and upsized to a spectranetics 13f tightrail rotating dilator sheath. After no further advancement could be made, the cook medical introducer sheath was loaded onto the tightrail. With some difficulty going around the innominate/superior vena cava (svc) junction, the tightrail moved further along the lead past the svc, when progress stalled. Upon removal of the tightrail, a pericardial effusion was detected via transesophageal echocardiogram (tee), and rescue efforts began, including bypass and sternotomy. A svc perforation that extended into the ra was discovered and attempts were made to repair; however, bleeding continued. Despite lifesaving efforts, the patient did not survive the procedure. This report captures the 13f tightrail in use in the area when the perforation occurred, requiring intervention, but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A4) patient weight - not available from facility. A5) patient ethnicity - not available from facility. B7) other relevant history - not available from facility. H3) the tightrail was discarded, thus no product investigation was performed. H6) great vessel perforation, cardiac perforation, and death are known risks of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.